Event description:
It was reported that post-sensed t-wave oversensing on the ventricular was observed on a stored egm via remote transmission. The patient received inappropriate atp and hv therapy. Programming changes were recommended.

Manufacturer narrative:
(B)(4).